Event description:
Reporter alleged there is melting in the case of the contacts of the blood glucose monitoring device. Reporter stated device is contaminated with cleaning solution in the code key slot and around the edges of the screen. Reporter indicated the device is cleaned with alcohol swabs as needed. A request was made for the return of the suspect device and replacement product was sent.